Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet system displayed a scan error when attempting to pair and start a libre 3 plus sensor, resulting in intermittent communication failure between the app and sensor; the issue appeared related to electrical and magnetic components, including the antenna, and was associated with interoperability challenges given the user¿s phone lacked confirmed nfc support and multiple sensors failed to scan. Symptoms included hyperglycemia with blood glucose reported as high as 221 mg/dl associated with repeated sensor scan failures. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting and education steps such as verifying nfc settings, reinstalling the ilet app, rescanning sensors, and restarting the phone, with guidance to use backup therapy and to contact the provider about switching to dexcom g7 sensors. Investigation of this case revealed that an interoperability problem was identified alongside intermittent communication failure involving electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.